Manufacturer narrative:
The report event of premature battery depletion was confirmed. A longevity analysis revealed the battery depletion to be premature. The cause of rapid battery depletion was revealed to be due to high current draw in the hybrid. The cause of the high current draw could not be determined.

Event description:
It was reported that the device reached elective replacement indicator (eri) voltage level faster than expected. Abbott technical support reviewed device session records and confirmed the event of premature battery depletion. The device was explanted and replaced to resolve the event, and the patient was in stable condition.